Event description:
The hosp reported that during the saphenous vein harvesting procedure, the tunnel collapsed when the c-ring was extended. The procedure was completed with an open leg technique. No other pt complications were reported. This report is being filed because medical intervention was performed to retrieve the vein.